Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. However, log file and screen shot of service screen was reviewed. It was determined that the root cause of the issue was the defective o2 pressure regulator. Most likely restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. The exact root cause is still under investigation. (B)(4) was opened to address the failure. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000 us having fio2 (fraction of inspired oxygen) issue with alarm 388 - no o2 dosing possible. The issue occurred during patient-use and the device was removed from the patient. The customer confirmed that there was no patient harm associated with the reported event.